Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2016-42740.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she had issues with no delivery alarms. The blood glucose reading was 520 mg/dl. The customer changed the infusion set and treated with a bolus and manual injection. The customer also reported cracks at the reservoir compartment. The no delivery alarm occurred during the manual prime. The customer was unable to troubleshoot at the time of the call and reported that the issue was resolved with a complete set change. The reservoir was not returned for analysis.